Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Unfortunately, the device image was corrupted. The device was tested on the bench and no anomalies were found. The cause of the corrupted device image could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic follow- up, the device could not be interrogated. Rapid battery depletion was suspected. The physician decided to explant and replaced the device. There were no adverse consequences to the patient before or after the surgical procedure. Patient is in stable condition.